Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
When the plasmablade was activated it made contact with the patient's ICD and the patient received a small shock throughout his body. The patient complained of slight pain but said it was not severe. A short while later one of the leads was touched with the activated plasmablade and the patient received another shock, this shock reportedly more severe than the first. A few seconds later, the surgeon began to activate the plasmablade once more and the patient received a severe shock which reportedly caused his body to "jump" similar to the effect of paddles being used to restart a heart. It was also noted that a blue spark was seen at the device tip during the last shock. The plasmablade was discontinued for the remainder of the case. The patient is reportedly doing well after the case was completed.